Manufacturer narrative:
This report is submitted on december 15. 2020.

Event description:
Per the clinic, the magnet was electively removed (date unknown) and replaced with a competitor device which was water proof.